Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the cartridge fell out of the device and was removed from the pt. Used a new instrument to complete the case. There were no adverse consequences to the pt.